Manufacturer narrative:
This report is submitted on december 31, 2020.

Event description:
Per the audiologist, the patient experienced a partial extrusion of the device and displayed signs of infection. The implanted device remains. Additional information has been requested but has not been made available as of the date of this report.